Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter. The extender tubing and sensor cable was cut from the iab and not returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 27.2cm from iab tip. Additionally the optical fiber was found to be broken at the same location of the lumen separation. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed and no other leaks were detected. The evaluation determined a break in the inner lumen and optical fiber causing the reported problems. It is difficult to determine when or how the break occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problems. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that after approximately twenty-one days of intra-aortic balloon (iab) therapy, the console generated gas leak & low augmentation alarm. Blood was noted in the sheath and poor waveform with no augmentation. Iab ruptured and fiber optic cable was broken inside the patient. Patient was taken to the or and to have iabp replaced. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation - msn, bsn, rn / senior service line partner- heart & vascular / supply chain management. Additional initial reporter name: (B)(6). Additional initial reporter occupation: clinical director. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).